Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had incorrectly recorded episodes of supraventricular tachycardia as oversensing episodes. Egm parameters were reprogrammed. The patient was asymptomatic and would be monitored.

Event description:
New information noted that the implantable cardioverter defibrillator continued to incorrectly recorded episodes of supraventricular tachycardia as oversensing episodes. The device was reprogrammed.